Event description:
It was reported the subject device had a sticky residue on the exterior. The issue was observed during reprocessing. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the dirt/foreign material could not be identified. It is likely the result of insufficient reprocessing; however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.